Event description:
During the surgery, when the surgeon used the patella drill template, the small peg came off from it, but was completely removed from pt's body.

Manufacturer narrative:
The investigation concluded that it is likely that the device fractured in an overload condition from misuse. Inspection of the fracture surface on the body of the patella drill indicated the spike fracture initiated from the medial portion of the device and propagated laterally. This is the first reported event of this nature since the device was released in 1999. This is believed to be an isolated event. If additional info becomes available, a supplemental report will be issued.